Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately five months after the implant procedure, the implantable cardiac monitor (icm) was "pushing out" of the patient's body. The device was explanted and replaced. No patient complications have been reported as a result of this event.